Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were harder to pressed. Customer stated the insulin pump had prime and rewind process much slower than before more than once, had rejected new batteries, insulin had shot and squirted from infusion set when priming and had receive false and unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.